Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the image quality is so poor that they are having issues starting IV's.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of avon hospital has a site rite 8 probe that we are having issues with. Per the department the image quality is so poor that they are having issues starting IV's with it was unconfirmed. The probe's image is comparable to a test probe. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
Per biomed - the image quality is so poor that they are having issues starting IV's.